Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced an alarm of a set of batteries. One battery did not hold a charge and alarmed when it was connected; the patient reported the battery was hot after it was disconnected from the battery clip. The patient was given two loaner batteries to use. There were no adverse patient consequences noted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of premature battery depletion, unknown alarm, and being hot was not confirmed. The battery passed functional testing; the discharge rate of the battery was typical. The ubc fully charged the battery with no issues. When tested on the mock loop, no alarms were produced when manipulating the battery within the clip or the power cables. The battery calibration indicator did not repeat after running the battery through a mock loop. The battery did not exceed the expected temperature range after it was used in a mock loop for 3 hours. A root cause of the event could not be determined from information provided by the customer because the issue was unconfirmed with an investigation of the returned batteries. The device history record was reviewed for the 14v li-ion battery ((B)(6)). The battery was inspected and accepted into storage on 29aug2022 per material. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the operation of the 14v batteries, including how to use, charge, and calibrate the batteries. This section informs the user that a pair of fully charged 14v batteries can power the system for up to 17 hours, depending on the patient¿s activity level, and to take batteries out of service if they do not provide at least 4 hours of support. This section also informs the user that the amount of time that the 14v batteries can support the system for decreases as the batteries get older and instructs the user to re-calibrate the 14 volt lithium-ion batteries after approximately 70 uses. This section also describes that heartmate 14 volt lithium-ion batteries should be usable for approximately 360 use/charge cycles and that battery performance cannot be guaranteed after meeting that amount of usage cycles. The heartmate 3 patient handbook (rev. D - section 5) describes how to identify and troubleshoot a battery fault on the universal battery charger. The heartmate 3 patient handbook (rev d - section 6) provides instruction on how to properly clean and maintain all equipment, including the 14v li-ion batteries. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.